Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) confirmed that there was no issue with the anesthesia system. The problem was with the cactus machine, which was not a bd device, and the respective maintenance team was assigned to repair it. The pyxis anesthesia system worked normally, and no further investigation was required. The system functioned as intended, and the fse closed the work order.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, cactus machine for waste medications was physically damaged. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.